Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, a complete lead was returned in two pieces; connector portion (a) measuring 26.9cm and distal portion (b) measuring 21.3cm/ 21.5cm/ 22.6cm (outer insulation/ outer coil/ inner insulation and inner coil) for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found two external insulation abrasions exposing the outer coil. An external insulation abrasion [noted at 12.8cm to 13.2cm from the connector pin - portion a] located in the region distal to the connector boot was caused by friction to the device can and an external insulation abrasion [noted at 10.0cm to 10.6cm from the distal tip - portion b] located in the region proximal to the ring electrode was caused by friction to another device or feature of the heart . All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.